Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a spectrum pump went white in the middle of treatment. The staff at the facility reset the pump to correct the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.